Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed with images and x rays provided. Images of explanted stem and cup were provided. The images shows blood and soft tissue on the stem and outer radius of the cup. Dark marks were observed on the trunnion and the body of the stem. Some bone debris were observed on the cup. X-ray review demonstrats a left total hip arthroplasty with screw fixation of the acetabular cup. There is symmetric position of the femoral head within the acetabular cup without evidence for polyethylene wear. Varus positioning of the femoral stem. Some radiolucency at the bone cement interface of the femoral component suggesting loosening. Fractured cerclage wire. Heterotopic ossification about the left hip. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03233.

Event description:
It was reported patient underwent hip revision approximately 10 years post implantation due to pain. It was noted the stem seemed to be loose. The stem was removed. The liner was removed and cup position and fixation was assessed. The cup was well fixed but position not ideal so the decision was to remove the cup as well. Attempts have been made and additional information on the reported event is unavailable at this time.